Event description:
The customer reported that the monitor went black intermittently. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The monitor was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.